Event description:
It was reported that after the iab was inserted, the pump experienced helium loss alarms. The pt was transferred to another pump, but the alarms continued. When blood was noted in the helium tubing, it was decided to remove the iab. There were no pt complications.